Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01970. A medwatch report was received indicating that the patient reported experiencing erectile dysfunction, bowel and urine incontinence. In turn, the patient underwent surgical intervention wherein the leads were explanted to address the issue. Reportedly, all issues have resolved.